Event description:
During phacoemulsification the pt experienced a capsular tear, requiring a vitrectomy. The facility stated that the fluid going into the eye was faster than the fluid being removed. No add'l info has been forthcoming from the user facility.